Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
The reported event is associated with a clinical trial (B)(4) conducted under an investigational device exemption (ide). No evaluation has been performed as there is no allegation of deficiency against a medtronic product. No allegation of deficiency.

Event description:
A medtronic representative reported that, following a laser induced thermal therapy (litt), the patient was reported to have right partial superior homonymous quadrant visual field deficit. The reported issue was found at the fourteen day follow-up following completion of the procedure. It was reported that the event was related to the procedure. There was no allegation of deficiency against a medtronic product. However, the relatedness to the reported issue could not be confirmed. There was no reported delay to the procedure due to this issue. No additional information was provided.